Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coord that the pt was having symptoms indicative of pump end of life. Details of symptoms were not reported. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR; however, the MFR was unable to conduct an investigation of the returned device, because it was reprocessed per procedure, as it was returned as a non-complaint lvad approx nine months prior to the MFR receiving the complaint. Due to the latent filing of the report, no conclusion can be drawn as to the root cause of this event. No further info is available. The MFR is closing its file on this event. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.